Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported approximately 10 years post the index procedure, the patient presented with a aaa rupture and type ia endoleak. Intervention was completed. A 32mm aortic cuff was implanted 70mm from the lowest renal artery extending approximately 15-20mm above the existing aneurx graft. A 36mm aortic cuff was then implanted up to the lowest renal artery. The event was confirmed as resolved and the patient status reported as recovering well. Per the physician the cause of the type ia was disease progression proximally and it was this proximal endoleak that led to the rupture. No additional clinical sequelae were reported and the patient is fine.